Event description:
Per dr. (B)(6) procedure note: "we then used a 6 french plantaris atherectomy device to debulk the majority of the plaque into the ata. Following this we used a 3 mm balloon to perform balloon enteroplasty of the proximal ata. The sheath was partially occlusive. Upon trying to pull it back, the sheath came apart outside of the body-fortunately. When attempting to pull it back from the remaining piece of sheet it also fractured. Following this we used manual pressure at the groin and pinched the sheath off. We then removed the command wire and advanced a advantage glidewire (0.35) through the fractured sheath into the distal popliteal artery. I was able to navigate a 4 mm balloon through the fracture sheath to the distal edge of the sheath. The balloon was inflated to secure it to the sheath at the distal edge. The balloon was used to add support and withdrawing the sheath from the body while leaving the bandage glidewire and the left femoral artery. Once the sheath was removed, we placed a 45 cm 6 french terumo sheath."